Manufacturer narrative:
The evaluation was carried out on 11/03/2015 at our (B)(6). Several bolts are used to fix the different parts of the knee joint when it is mounted. The threads of the bolts are covered with an two-component-adhesive, which is hardening once the bolt is tightened. This is to assure that the parts are fixed permanently. The visual evaluation showed that the right hand screw / bolt was missing. Continued use caused damage to the rear linkage, the bushings were worn. After repairs the knee passed all testing.

Event description:
Knee joint was sent in for repair because one the top bolts was broken. No fall, no injury.